Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during device change out for normal eri. The lead was explanted and replaced. There were no adverse consequences for the patient.